Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the following was reported. On (B)(6) 2011, the patient was diagnosed with peritonitis. Treatment was not reported and at the time of this report, the patient was recovering. Dianeal therapy was ongoing. The nurse did not report a cause for the peritonitis, but the patient thinks they had constipation a few days prior which caused the peritonitis. The nurse stated the event was not related to dianeal therapy

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: 11b10h25 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.